Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep met with the healthcare provider (hcp) and the coupling issue was resolved. The rep stated that the patient was just putting the antenna in the wrong location. The caller stated that they wanted to confirm the patient hadn't called in. No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: (B)(4), serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that when he recharged the ins, after more than 3 hours, it would only take half a charge and so he had been charging every week. The patient reported that he needed to find out if there was something wrong with the ins and why it would not take any more than half a charge after 3 hours. The patient also reported that he was still having a difficult time aligning the antenna with the ins. The patient reported that he was having a difficult time holding it in place even with the belt because it tended to ¿wobble¿ around. The patient reported that any slight movement, coupling bars would go from 6 to 2 bars. The patient reported that the implant battery seemed to lay flat and then he got the sense that the implant battery moving around and didn't know if it was normal. The patient reported that the implant battery was sometimes flat against his back and sometimes it was protruding. No further complications anticipated.